Manufacturer narrative:
Continued h.6. Health effect - impact code: f2303 medication required. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture and "secondary mastitis to prosthetic rupture". The device remains implanted.